Manufacturer narrative:
Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, dat test. Unable to verify possible under deliver anomaly due to end cap broken off. Unit was received with broken off end cap sticker, cracked reservoir tube lip, cracked case at display window corner, stained address/serial number label. (B)(4).

Event description:
The customer was reported via phone call that the insulin pump was damaged and indicated a crack at the right side of the screen and at the bottom of the device. Customer stated that there was no delivery of insulin. The blood glucose was 135 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis. -